Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two recall 2016- 08/24/2017 13:30:43 connie chalke (cchalke) recall contact: ken anderson 612-721-3374 kaanderson@uhs.com 03/08/2018 06:41:36 jeannette kenefick (jkenefic) new contact: adam setzler / scott howard - biomed ofc: 310-829-8261 cell: 415-565-9545 adam.setzler@providence.org / scott.howard@ providence.org 04/16/2018 08:40:47 steven wear (swear) seal missing. Est - rcl to mnr prp - 07jan2020 front case broken bottom left corner, tube drive does not move smoothly, and left handle broken bottom left. 04/23/2018 07:26:52 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per steve wear, service tech. Repair approved by scott howard at scott.howard@pr ovidence.org for $579. New po# is 70071101012. Npi 04/24/2018 08:21:22 annette a mendez (amendez) 1z9791540371413447 01/16/2019 12:58:12 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.